Event description:
It was reported that on (B)(6) 2017, in (B)(6) , surgeon (B)(6) during a meniscal repair surgery, when t1 was deployed, t2 fell off together. No patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Both ts and the suture are free from the needle. The ts have been cut from the suture. Examination of the ts showed no abnormalities. The condition of the device indicates the trigger was inadvertently advanced causing the reported t2 pre-deployment.